Event description:
It was reported a lead was damaged prior to the procedure. It was indicated this was a stage 2 procedure. It was noted when the lead was removed from the percutaneous extension, the insulation on the lead "appeared to be pulled back." The healthcare provider (hcp) decided to connect the implantable neurostimulator and used a silk tie to secure the insulation on the lead. It was indicated that impedances were "within normal ranges." The hcp decided to proceed with and finish the procedure. It was further stated the patient was getting a "good motor response." No further information was reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093blue_lead. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).